Manufacturer narrative:
After review of additional information received have been updated accordingly.

Manufacturer narrative:
Updated sections: date received by MFR, type of report, if follow-up, what type?, evaluation codes, additional MFR narrative. Other products involved in this event: controller/ (B)(4) - correction: MFR. Date: 06/24/2015. UDI # (B)(4). Controller/ (B)(4) - correction- MFR. Date: 07/30/2015. UDI# (B)(4). The use of anticoagulant therapy for patients with advanced heart failure and vad placement, predisposes patients to hemorrhage events such as hemorrhagic cerebrovascular accidents (cva). The severity is patient condition dependent and as in this case, can lead ultimately to patient death. There is no alleged device malfunction, so a causal relationship cannot be determined. Bleeding, cva and death are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. It is noted to correct any identifiable coagulopathy with fresh frozen plasma, vitamin k, protamine, or platelet transfusions. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Other products involved in this event: controller/ (B)(4); exp date: 06/30/2016. Mfg. Date: 06/30/2014. Controller/ (B)(4); exp date: 07/31/2016. Mfg. Date: 07/31/2014. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures. Nosocomial infections are common with patient that are immunocompromised and are hospitalized for an extended length of time. Clinical factors may have also contributed to the reported event are patients medical treated. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was admitted with gastrointestinal (gi) bleed. On (B)(6) 2016 the patient developed an acute intraparenchymal hemorrhage on the left temporal lobe and was taken to the operating room (or) for evacuation. Following surgery, repeat cts of the head showed worsening with protrusion of brain parenchyma through skull defect, with evidence of left to right midline shift. Patient developed seizures and became septic with blood cultures positive for candida albicans and sputum positive for (B)(6) and strep agalactiae and became hemodynamic instability followed. Patient developed worsening fevers with noted decline in neurological status, fevers rose to 108.7 despite aggressive attempts at internal and external cooling measures. Code status changed to comfort care and do not resuscitate (dnr). It was stated that the patient expired at 1346 on (B)(6) 2016. No additional information available.